Manufacturer narrative:
No device was returned for investigation.

Event description:
It was reported that during usage: patients with shortness of breath, low oxygenation and decreased blood pressure; endotracheal intubation was used and the balloon was found to be broken and unusable. Initial treatment of the hospital: replace the endotracheal intubation catheter, contact the supplier, contact the manufacturer.